Event description:
A pump reportedly issued an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer shut down the pump due to this and related issues, and later resumed insulin delivery after loading a new cartridge with the assistance of technical support. The pump returned to normal operation, and technical support provided tips for avoiding future altitude alarms, which the customer understood and acknowledged.